Event description:
Customer reported that, during a case, clinician started the case manually, switched to pressure mode ventilation, and, near the end of the case, switched back to manual mode and patient reportedly became light. Clinician reportedly switched back to auto/pressure mode and turned away from the machine to attend the patient. Clinician reportedly did not hear any of the ventilator alarms and subsequently noted the patient's spo2 levels drop. Clinician reportedly turned back to see the ventilator display, and unit had a visual alarm "ventilate manually: flow valve dac failure". Customer reportedly switched to manual mode and increased the o2 flow. There was no patient injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.